Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Report 2 or 2. Consumer reported upon removal the string separated from a tampon leaving the pledget inside her vaginal cavity. She manually removed the pledget and experienced some vaginal cramping which improved. She did not seek medical attention and did not experience any adverse health effects.